Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015. The customer stated the cause of their hospitalization was from diabetic ketoacidosis. Customer also reported they experienced diabetic ketoacidosis because they ran out of supplies. The customer reported being released from the hospital on (B)(6) 2015. Customer was not wearing the insulin pump at the time hospitalization. The customer stated they were off the insulin pump for three weeks prior to being hospitalized. The customer also reported receiving a no delivery alarm after the infusion set was changed. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting found the insulin pump did not alarm no delivery with a manual prime. The customer declined to return the insulin pump for analysis.